Manufacturer narrative:
(B)(4). B.braun medical is reporting this because the reported catalog number is part of the prontosan wound irrigation solution product line. The manufacturer's report has been identified as 3007120504-2014-00014. Per the manufacturer, the instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases ((B)(4)), anaphylactic shock has been reported. If additional pertinent information becomes available, a followup report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: patient had an allergic reaction to prontosan wound irrigation solution. Got an imminent reaction with urticaria and blisters on the body. No influence of respiration or circulation. Was treated with antihistamine and steroids. The patient was discharged the same day. The wound was on his stomach.